Event description:
The account alleged the trendelenburg and reverse trendelenburg function when the button is pressed, but the bed returns to the flat position when the button is pressed. No reported injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.